Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-521-tbd0, ibalance® uka tibial bearing implant, vit e, size 4, 10 mm thickness, batch 579230415, was returned for evaluation. Visual evaluation revealed indentations in the structural body of the tibial bearing, along the edges of the device. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces during insertion/extraction of the trial. The complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email that an ar-521-tbd0 ibalance uka tibial bearing implant malfunctioned during insertion and failed to lock into the tibial tray. This was discovered during a uka procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 06/27/2025: during the procedure, the ar-521-tbd0 ibalance uka tibial bearing implant partially engaged. Mild resistance was encountered during insertion. During the attempted insertion, the locking tabs of the implant broke. All fragments were retrieved from the patient. To complete the case, a second ar-521-tbd0 was opened and successfully used. The surgery was not delayed, and no additional anesthesia was required. There have been no reports of patient harm or adverse effects on or after the procedure.